Event description:
The patient contacted animas on (B)(6) 2012 and alleged that all the keypad buttons were intermittently unresponsive and required hard presses to elicit a response. The patient denied damage to the keypad. The patient reportedly wore the pump in an undergarment and did not clean it. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission: 05/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/27/2016 with the following findings: during investigation, there was no damage found to the keypad and all the keypad buttons were responsive. The keypad was removed and there was no damage found to the button contacts. There was contamination found under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.